Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the patient was testing her blood glucose in the memory mode. When she called lifescan (lfs) for assistance, the issue was resolved through training. Unfortunately, during the training session, the patient mentioned she was getting sweating and wanted to get off the phone and test her blood glucose. There was not report of any required medical intervention. This complaint is being reported due to use error and because the patient allegedly has symptom that can be suggestive of hypoglycemia after she was unable to test her blood glucose with the subject meter.